Event description:
The dealer states the chair cut off when going down the ramp from the house. Once outside, the chair ran fine. When they got to the ramp to go into the van, the chair stopped again. The dealer spoke with our technician and was advised to replace the controller.